Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The balloon was loosely folded, with blood in the inflation lumen (shaft) and balloon. The tip, markerbands, balloon, proximal weld, and inner/outer shaft, were microscopically and visually inspected. Inspection revealed a pinhole in the balloon material approximately 11mm distal from the proximal markerband. Inspection of the rest of the device found no damage or defect with the device.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a shunt in a moderately tortuous vessel. A 6.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, during inflation at below rated burst pressure, the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a shunt in a moderately tortuous vessel. A 6.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, during inflation at below rated burst pressure, the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications were reported.